Event description:
Download data from a (B)(6) male patient revealed a service code 107 (abnormal shutdowns) and service code 102 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, service code 107) was confirmed. Upon investigation, there was a broken lead on high-voltage capacitors c19 and c20 on the defibrillator board, which caused the service code 102. The cause for the abnormal shutdowns was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. The root cause for the broken leads on c19 and c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective components. The patient received a replacement monitor.